Event description:
It was reported that during the procedure, to treat a saphenous vein graft to the obtuse marginal, the first xience v stent a 4.0 x 15 was advanced to the lesion after pre-dilatation; however, it did not cross. Additional pre-dilatation was done and the xience v 4.0 x 15 was deployed. The second stent, an xience v 4.0 x 18 was deployed and a proximal edge perforation was noted. The first graftmaster was a 5.0 x 26 and it did not cross to treat the perforation. Then two graftmasters (4.0 x 26 and 3.5 x 26) were both deployed to seal the perforation. However, for some unknown reason, the perforation was not sealed. Pericardiocentesis was done and the patient was sent to surgery. The perforation reportedly sealed on its own. The surgery was to find the tip of the catheter used to perform the pericardiocentesis (a non abbott device). The patient was discharged from the hospital on(B)(6)2010. Though requested, patient data including past medical history was not provided.

Manufacturer narrative:
(B)(4). The jostent graftmasters (part 12748-26, lot 487447) and (part 12746-26, lot 521492) and the xience v 4.0 x 18 (part 1009543-18, lot 9021241) indicated are being filed under separate medwatch MFR numbers. Evaluation summary: failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. It was also reported that after the 4.0x26mm and 3.50x26mm graftmasters were deployed, the perforation was not sealed, and the patient experienced cardiac tamponade and pericardiocentesis was performed; however, the patient was sent to surgery and the perforation sealed itself. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the failure to treat the perforation may have possibly resulted in the cascade of patient effects and additional treatments. Overall, a conclusive cause for these reported patient effects and their relationship to the device, if any, could not be determined. Although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. During manufacturing, all stent delivery systems are 100% leak-tested and visually inspected for foil damage and proper placement.